Event description:
It was reported that the ventilator was not starting up. After the replacement of a printed circuit board, the unit was working again. There was no patient involvement. (B)(4).

Manufacturer narrative:
Exchanged parts has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).